Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due an infection. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100447687 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100501427 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Correction to field g1: manufacturing site correction to field g2: report source the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due an infection. The device was explanted and replaced. No further patient complications were reported.